Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that intermittently the pump was "taking a long time" to push the insulin through the tubing which resulted in the customer not receiving the insulin. The pump insulin on board setting showed that it had not changed after a bolus had been delivered. Customer's blood glucose (bg) was "high" and ketone level was 0.6. Insulin injections were used to address elevated bg. Ketone level lowered 0.1; there was no injury. Contact had changed the cartridge multiple times, infusion set and their healthcare provider changed the pump settings. However, the reported issue had not been resolved. Customer reverted to using manual insulin injections and elevated bg has resolved.